Event description:
It was reported that patient had revision due to loosening of the implants. Rep confirmed all components were loose. Gmrs stem and cup.

Manufacturer narrative:
An event regarding gmrs stem and cup loosening involving a gmrs proximal femoral component was reported. Conclusion: the gmrs system is a segmental modular system. The reported femoral loosening would occur at the modular stem / bone interface. Based on the limited information provided, there is no indication or allegation that loosening occurred between the proximal femoral component and its interfacing devices. Other than the modular stem, no other femoral devices interface with bone. Based on the provided information, there is no indication that the product reported in this investigation may have contributed to the event.

Event description:
It was reported that patient had revision due to loosening of the implants. Rep confirmed all components were loose. Gmrs stem and cup.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Hospital policy.